Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed? No disposable, clamp tubing". It was reported the alarm silenced and the pump continued to beep and was unable to be restarted. The end user was not comfortable troubleshooting. Per reporter residual volume was: 50.7, rate 2.3 and 54.3 was given. No adverse patient effects were reported. No additional information is available.